Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic right hemicolectomy, while detaching the intestinal tissue, the stapler was fired but locked on tissue and was removed by forced. In addition, there was poor staple formation and staple incomplete on the distal part. Manual suturing was done to resolve the issue and completed the case.